Event description:
An office mgr reports that a pt reports blurry near vision following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/21/2008 and 05/09/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/15/2008.